Event description:
While filling the balloon a leak was noticed and had to use a competitors device to finish the case.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 09/may/2022. A review of the device labeling notes the following: the current orbera¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "difficulty with fill tip difficulty adding/removing saline" are as follows: warnings and precautions: proper positioning of the placement catheter assembly and the bib¿ system balloon within the stomach is necessary to allow proper inflation. Lodging of the balloon in the esophageal opening during inflation may cause injury and/or device rupture. The orbera¿ intragastric balloon system is composed of soft silicone elastomer and is easily damaged by instruments or sharp objects. The balloon must be handled only with gloved hands and with the instruments recommended in this document. Note: if the balloon becomes separated from the sheath prior to placement, do not attempt to use the balloon or reinsert the balloon into the sheath. Note: during the filling process the fill tube must remain slack. If the fill tube is under tension during the intubation process, the fill tube may dislodge from the balloon, preventing further balloon deployment. Warning: patients must be advised that the igb is intended to be placed for 6 months maximally, at which point removal is required. Longer periods of igb placement increase the risk of igb deflation (a reduction in size of the device due to loss of saline) which can lead to intestinal obstruction and risk for death. The risk of these events is also significantly higher when igbs are filled to a larger volume than indicated (greater than 700cc). Warning: when filling the igb during the placement procedure, avoid rapid fill rates as these will generate high pressure which can damage the igb valve or cause premature detachment of the igb from the tip of the placement catheter. Additional information: competitor device used for complaete the case. The device has not been returned for analysis. The investigator is waiting until the lot number of the device is known to determine whether a device history record (DHR) review is or is not required for this complaint.